Event description:
It was reported that surgical tech conected this holmium fiber to laser, it was activated and a popping sound was heard with no energy at the tip; the fiber broke. Another fiber laser was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
H6 device code has been corrected.

Event description:
It was reported that surgical tech connected this holmium fiber to laser, it was activated and a popping sound was heard with no energy at the tip; the fiber was broken. Another fiber laser was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that surgical tech connected this holmium fiber to laser, it was activated and a popping sound was heard with no energy at the tip; the fiber was broken. Another fiber laser was used to complete the procedure. There were no patient complications reported.